Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available, and an investigation result become available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a zimmer mmc cup on the left side on (B)(4) 2010. The pt was revised on (B)(6) 2013 due to pain, hip stiffening, and a developed limp. "They also allege that during the revision and synovectomy performed on (B)(6) 2013, a thin, odorless fluid was encountered. The tissues were chronically inflamed, tan to purple in color, rubbery and contained abundant metal debris."